Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient's device experienced yellow wrench very low voltage and the black cable was broken. The patient's family changed out controller but when it was hooked up there was no alarms and nothing broken. Manufacturer technical services reviewed the log file and observed that there were no unusual alarms or events seen within the log file prior to the driveline disconnection on (B)(6) 2020 at 8:44am. The vad was functioning as intended. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of yellow wrench and low voltage alarm was not confirmed. The submitted log file spanned approximately 2 days ((B)(6) 2020 per the timestamp). The device was not connected to a mpu (mobile power unit) throughout the log file. The log file did not show low voltage alarm and may have been overwritten. No other notable alarm was observed. The system controller, serial (B)(6), was not returned for evaluation. A root cause for the reported events could not be determined through this analysis. No further information was provided. The manufacturer is closing this event.